Event description:
During the pta treatment procedure, a portion of the balloon on the ultra-thin diamond balloon dilatation catheter separated from the catheter shaft. The balloon material separated at the proximal shoulder and became lodged in the sheath. The device was removed with the sheath. No pt injuries or complications were reported. The pt's status was reported as 'fine'.